Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unit passed self-test. No unexpected missing segments/partial display anomaly noted. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit was received with cracked retainer, minor scratched display window, fading serial number label and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display is missing segments. The customer¿s blood glucose level was unknown at the time of the incident. The customer states display is missing segments the screen loses its colors. The customer was assisted with troubleshooting and the display did not return. No further information is given. The insulin pump will be returned for analysis.